Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient blacked out and crashed his car. The cgm showed 5 mmol/l, but when medics measured his bg it was 2.8 mmol/l. He indicated that he was aware that the cgm was wrong and felt like his bg was low. He treated with dextrosol (oral glucose) before driving, but still blacked out and crashed. He was admitted to the hospital with a minor back injury. At the time of the report he was at home, taking morphine for the related pain. There were no reported glucose values available to search within the parkes error grid calculator. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.